Event description:
During the transport of a patient, the ventilator was set on hfnc (high-flow nasal cannula) mode, 40 lpm, 100% o2. The tank was reported as new and full. However, after a few minutes, the ventilator alarmed and stopped the flow. This ventilator is falsely alarming low pressure when it is not true. The manufacturer requested that the machine be returned to them to duplicate the alarm.